Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
H3: one cadd solis vip pump was received with a bubbled downstream occlusion sensor (dso) seal. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was able to be confirmed. During testing and inspection, the latch lock handle screw was found to be loose. Therefore, it was recommended that the new latch lock handle screw be replaced and re-tightened with loctite.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's cassette latch was loose. There was no reported adverse.